Event description:
New information received indicated that the pacing lead impedance issue appeared to have started sometime in (B)(6) 2017. The measurement rose continually until it was replaced on (B)(6) 2017. It was also noted that the capture threshold had also risen at the same time and became out of range and then was not able to capture on the day of replacement. Loss of sensing was also observed around the same time. Patient was asymptomatic, and the patient¿s condition before, during and after the procedure was stable with no adverse noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced due to a pacing lead impedance anomaly. No further information available.